Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the thigh on (B)(6) 2016. No additional event or patient information is available. Sensor placement and insertion is not approved for sites other than the belly (abdomen).